Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: only half of the iol was received. It was returned pressed down into well area of iol case base. Solution is dried on the segment. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch on the lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the segment. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The original g4 date reported of 14-jan-2020 was not correct. New information received stating the correct date is 30-dec-2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, a lens was scratched. There was no patient contact.